Event description:
The customer observed falsely depressed architect total b-hcg results generated on the architect i2000sr instrument when compared to results from another analyzer. The initial result for sid (B)(6) on (B)(6) 2021 was <5 miu/ml (3.74 miu/ml) (negative) and the result was reported out of the lab. The sample was repeated again on the architect i1000 and the result was 4221.4 miu/ml (positive); the reported result of <5 miu/ml was amended and replaced with 4221.4 miu/ml. The ward issued a datix report as the patient was informed of a total miscarriage. The patient was recalled to the unit for repeat samples to confirm viability of the pregnancy. No other tests were performed aside from repeat blood draws. A new sample was obtained on (B)(6) 2021 and the result was 4217 miu/ml, another sample was obtained on (B)(6) 2021 and the result was 4960 miu/ml. Previous result from (B)(6) 2021 was 3844 miu/ml, and on (B)(6) 2021 the result was 1944 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting tasks including replacing the wash zone 2 pump and probe 1. Since multiple troubleshooting was performed, the architect I (sn (B)(6) ) was considered the cause of the issue, however, a pre-analytical sample integrity issues cannot be ruled out. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint and no subsequent tickets regarding discrepant patient results. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The architect operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic sample results. The architect total b-hcg package insert provides information regarding assay performance and limitations. The technical bulletin (1075-2021, revision 01) provides information about preanalytical sample requirements and the troubleshooting of issues caused by either sample integrity problems or instrument maintenance issues. The calculated erratic rates for the architect i1000sr, and i2000sr were all below the upper control limit. Based on the investigation, no systemic issue or deficiency was identified.